Event description:
In a scientific publication, mekhail et al., "bone transport in the management of posttraumatic bone defects in the lower extremity" it was reported that following an ilizarov external fixation procedure to treat a lower extremity injury, the patient presented a broken pin.